Event description:
It was reported that the patient experienced pain at the ipg site due to being superficial. It was also reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced while the leads were relocated and replaced as well. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(4).